Event description:
It was reported that the patient experienced unspecified issues with a three piece inflatable penile prosthesis (ipp). A procedure was performed in which a new two piece ipp was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.